Event description:
The enterprise vrd/stent (B)(4) prematurely deployed inside the hub. There was no patient injury reported. No further information has been provided in response to multiple investigative efforts. Analysis of the returned device found the delivery wire was stretched.

Manufacturer narrative:
One non sterile unit of enterprise vrd and delivery was received coiled in a plastic bag. Stent component was received deployed in an individual bag with no observed damaged. The delivery wire was received out of introducer tube and a twist was observed at middle section of the introducer tube. The delivery wire had three areas with bent conditions; at 8cm, 10.5cm and 15.5cm from distal tip. Additionally a kink was observed at tip end of the delivery wire. The delivery wire, stent and introducer tube were observed under vision system. The delivery wire was found to have an unraveled condition at 5mm from tip end; no other damaged were observed. Functional testing of the device could not be performed since the stent was deployed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10007849. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Deployment of the stent was confirmed; as received it was deployed. The cause of this event and the damages observed on the returned device could not be determined with analysis. Procedural factors appear to have contributed to the premature deployment in the hub. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. The stent would not have deployed in the microcatheter hub unless there was a gap for it to open up into. It is possible that the introducer damage may have been related to the procedural factor of over -tightening the rotating hemostatic valve; however, this is speculation. The timing of the stretched condition of the delivery wire and introducer damage as related to procedural use cannot be determined. The timing of the damage to the delivery wire cannot be determined; however it is possible that it is related to the procedural technique during insertion. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.